Event description:
It was reported that during an unk procedure, the device handles were jammed with the jaws open and it was not possible to fire it. Another like device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
The analysis results found that the device was received with the clamping and firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, not allowing the clamping mechanism to function as intended. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that the staple line was complete and no staples were missing from the cartridge. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specification. The mfg records were reviewed and no anomalies were found during the mfg process.